Event description:
It was reported when using the bd vacutainer® z blood collection tubes there was discolored/abnormal additive form. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the serum in the tube is like a lump of gel and the tube has to be have to be stirred again and re centrifuged.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. 5 retained samples from lot number provided will be sent to franklin lakes for clinical evaluation. Bd was not able to identify a root cause for the indicated failure mode.. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes there was discolored/abnormal additive form. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the serum in the tube is like a lump of gel and the tube has to be have to be stirred again and re centrifuged."